Manufacturer narrative:
(B)(4). Concomitant product: dermabond.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: the surgeon stays with his original comment about not wanting to log a formal product complaint. All the patients are fine and he says the variables ( patient,procedure,etc,etc,etc) is just way too much to pin point to only the sutures¿.two patients are diabetic, obese and with poor blood circulation. Maybe some of the dermabond seeped inside the incision ¿ maybe it didn¿t¿. Maybe the alcohol (hibicol ) used to clean the skin had a reaction with the coating on the plus suture and dermabond, maybe it didn¿t¿. According to him the matter is closed.

Manufacturer narrative:
(B)(4) date sent to the FDA: 09/13/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee replacement on an unknown date and suture was used. The patient experienced a surgical site infection after the procedure. The patient was taken back to operating room for a revision due to the ssi. The ssi was about 1-2 cm subq with small pustules in a w pattern where the sutures were. Swabs were taken and results are: (B)(6). No additional information available at this time.